Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "when screwing in the calcaneus screw, the screwdriver broke off at the tip."

Manufacturer narrative:
Correction: please refer to section h6 health impact code. The complaint could be confirmed, since the information for evaluation matches the alleged failure. The investigation revealed the following: an inspection of the images has shown that indeed the star recess tip got twisted off right at the section from the star recess and shank. At the broken off part are deformation from tighten are visible. Otherwise, no further statement are possible based on this image, for further evaluation it is needed to receive the screw driver and the broken off part. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "when screwing in the calcaneus screw, the screwdriver broke off at the tip." 4/8/2025 - additional information received: it was average hard bone. Approximately 60 minutes delay until the screw was inserted appropriately. No consequences for the patient. Fortunately, there was no debris. Reaming of the drill hole and insertion of the screw under constant x-ray control.